Event description:
It was reported that via remote transmission, non-sustained lead noise due to post-paced t wave oversensing was observed. Patient was asymptomatic. It was noted that the oversensing only occurred during auto capture testing, therefore the physician elected to make no programming changes at this time.